Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(6). Event occurred in the united kingdom. It was reported that the patient faced tubing detachment form infusion set event on (B)(6) 2024. The blood glucose reported during the event was 10.6 mmol/l and patient took correction bolus via pump to address high blood glucose. During hospitalization patient was treated by intravenous saline and insulin drip. No further information was available.